Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 28, 2023.   Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.   All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Movable black particle in the housing.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1451- particulates. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box there was movable black particle in the housing. *no patient involvement.

Event description:
Movable black particle in the housing.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 11, 170, 25). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 11 - testing of device from same lot/batch retained by manufacturer. Investigation findings: 170- manufacturing process problem identified. Investigation conclusions: 25- cause traced to manufacturing. The affected sample was inspected upon receipt and was confirmed to have loose particulate in the reservoir that is out of specification. A representative retention sample was inspected to show no anomalies with the device, including no foreign materials. All capiox units are 100% visually inspected in process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.